Manufacturer narrative:
Product analysis: it was confirmed that the programmer stylus and display were not calibrated, and calibration could not be completed successfully. The connection between the display overlay and the printed circuit board (pcb) was re-seated and calibration was performed successfully. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several attempts were made to calibrate the programmer stylus to the display, but all were unsuccessful. The programmer was returned for service. There was no patient involvement.